Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with tandem technical support did not identify location of blockage. Customer changed cartridge and resumed insulin delivery. Customer's blood glucose was 218 mg/dl.